Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the insulin gauge decreased to an inaccurate fill estimate value of 12 units. Reportedly, the cartridge was filled with 130-140 units of insulin. The customer¿s blood glucose level was 153 mg/dl. Although requested, the customer declined to load a new cartridge or perform troubleshooting with tandem technical support.